Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with pain around the hip. X rays indicate that the liner has considerable wear and the surrounding bone has experienced extensive osteolysis. The liner showed that the head had penetrated the poly completely and had been articulating on the shell. Black debris was also found around the back of the cup and in the screw holes where debris was able to penetrate.

Manufacturer narrative:
The devises associated with this report were not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devises associated with this report were not returned. Review of the devise history records and or a complaint database search was not possible as the product and lot codes required were unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.